Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of peeling of the insertion tube was caused by stress from use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation revealing several issues. Loss of water tightness was identified due to a pinhole on the connecting tube, and the connecting tube exhibited peeling coating. The bending angle in the up direction failed to meet the standard value, attributed to wear of the angle wire. Additionally, the evaluation noted a scratch on the image guide protector, a scratch on the eyepiece, and a dent on the connecting tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the coating on the soft portion of the insertion tube of the intubation fiberscope was peeling off. There were no reports of patient involvement.